Event description:
While reviewing the pump event history log, we noticed there were entries of the pump going into "sleep mode" following a downstream occlusion. We are not familiar with this mode and after calling baxter/sigma they too were not able to define what this mode was. We have several hundred of these pumps and never saw this.